Manufacturer narrative:
Device evaluation: electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor did not pass incoming functionality testing. The cause for the failure was isolated to corrosion inside of the monitor. Additionally, resistor r30 was knocked off the computer/analog pca. The root cause for the corrosion was ingress of an unknown liquid. The root cause for the damaged resistor was unable to be positively identified. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids. There is no indication the defective monitor caused or contributed to the patient's death.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2017 while wearing the lifevest. The patient was reported to be in a skilled nursing facility at the time of the event. A review of device download data reveals that the patient was treated four times between 01:33:10 and 01:37:04. The rhythm at the time of the treatment was asystole. Asystole is considered a non-treatable rhythm. CPR artifact contributed to the false detection. The patient remained in asystole following the treatments. The electrode belt was removed at 01:45:55. The patient subsequently passed away. There is no indication that the lifevest caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatment.

Manufacturer narrative:
Electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) is currently underway. Device has been returned to zoll manufacturing corporation for evaluation. There is no indication of a product malfunction at this time. Evaluation was conducted using a flag review. After a review of the flag there is no indication of a device malfunction.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2017 while wearing the lifevest. The patient was reported to be in a skilled nursing facility at the time of the event. A review of device download data reveals that the patient was treated four times between 01:33:10 and 01:37:04. The rhythm at the time of the treatment was asystole. Asystole is considered a non-treatable rhythm. CPR artifact contributed to the false detection. The patient remained in asystole following the treatments. The electrode belt was removed at 01:45:55. The patient subsequently passed away. There is no indication that the lifevest caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatment.